Event description:
It was reported that the patient had been told the device would last 16 years, but had had several devices that lasted no longer than three years. The patient stated that it was mostly because of her usage and levels. It was reported that the patient was told that she had high levels and never turned the system off. It was noted that the patient never turned the system off because if she did she couldn't walk. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient has had 7 stimulators: the current one has lasted longer any of the ones she's had. It was noted that most of them died within 3 years. It was reported that she used high levels (of stimulation) and it was on 24 hours a day.

Manufacturer narrative:
(B)(4).